Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to a system 1 simulator and central control monitor (ccm) and attached oxygen (o2) and air at 50 pounds per square inch (psi). A perfusion screen was entered on the ccm. After the 15-minute warm up period a calibration of the epgs was initiated and passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.40 volts, within the specification of .55-2.758 volts. The epgs was operated for six hours with no low pressure alarms occurring. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The service repair technician performed preventive maintenance (pm) of the electronic patient gas system (epgs). The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed via data logs. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per log analysis: on (B)(6) 2017 a perfusion screen was opened at 10:11:53 am. Calibration was successfully performed at 11:27:14 am. At 01:07:33 pm, flow was set to 2.82 l/min. At 1:29:03 pm, both air and oxygen pressures were reported low (0 psi). Most likely only the low o2 pressure alarm was displayed to the user since only 1 message can be displayed. At 1:29:27 pm fio2 was set to 81.6%, at 1:31:31 pm flow was set to 0 l/min which cleared the alarms. At 1:32:12 pm, flow was increased to 2.3 l/min but both pressures were still 0 psi causing the low pressure alarms again. Flow was set to 0 l/min at 1:32:29 pm, clearing the alarms again. The next time flow was increased at 1:38:22 pm, pressures were back to normal so no alarms occurred. The logs did not show exactly what time the pressures came back but it was between 1:32:29 pm and 1:38:32 pm. Normally this indicates the supply pressures were actually low. The gas system was a reconditioned one, and this was the first case it was used on. This hospital has reported other instances of the gas system having had a low air pressure alarms.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cpb), the oxygen (o2) low pressure alarm came up. The product was not changed out. They did troubleshooting and the issue resolved itself. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on the said date of (B)(6) 2017, a case was performed with the system, and the electronic patient gas system (epgs) was calibrated successfully. The procedure proceeded as normal, but a low oxygen pressure alarm occurred toward the end of cpb, approximately 3-4 minutes prior to weaning the patient from cpb. The perfusionist on the procedure for that day, stated that he noted that there was no change in the oxygen flow to the oxygenator, nor a change in the patient¿s oxygen saturation or other indicators. He also stated that he could adjust both his fraction of inspired oxygen (fio2) and sweep flow on the central control monitor (ccm) of the advanced perfusion system 1 (aps1), and that the system was displaying appropriate values. He stated the low oxygen alarm indication remained for the last 3-4 minutes of cpb, but he continued to use the epgs as there was no indication of loss of gas delivery. From the epgs log data on (B)(6), there were both low oxygen and low air pressure alarms close to the end of cpb. As no loss in the ability to supply the desired gas flow and fio2, a false alarm could have occurred, but the logs did indicate both low oxygen and air pressures. After the procedure on (B)(6), the team tested the aps1 and ran the system for 5-6 hours independently from a patient procedure, in the same room as the original complaint occurred, with no incidents. The team has also performed a few procedures in the same room, with other aps1, with no issues.